Event description:
The customer reported there was an arch movement brake failure and an x-ray emission interm error. No patient injury was reported.

Manufacturer narrative:
(B) (4). The main cable and arch brakes were replaced. The system operates as intended.